Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of atypical power cable disconnect alarms and the system controller being unable to establish communication with the system monitor were confirmed via analysis of the returned system controller. The returned system controller was connected to a test system monitor/power module, a mock circulatory loop and proper communication between the system controller and the system monitor could not be established. Additionally, an atypical power cable disconnect alarm activated upon connecting the controller to power. Visual inspection of the controller¿s power cables revealed that they were kinked near the strain relief on the connector side of both power cables. Further evaluation of the wires in the controller¿s white power cable revealed that the orange (data transmission) wire was broken, and evaluation of the black power cable revealed that the blue (data receive) and brown (relative state of charge (rsoc)) wires were broken. The damage to the wires was observed near the strain relief on the connector side of the power cables. Damage to these wires would cause the loss of communication between the system controller and system monitor, and atypical power cable disconnect alarms. The system controller power cables were replaced with known working power cables and the observed issues resolved. After replacing the power cables, the controller passed functional testing and successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. The log file contained approximately 1 day of data (03nov2023 ¿ 04nov2023 per the timestamp). The log file captured power cable disconnect and low voltage advisory alarms that were not associated with true power cable disconnections or routine battery depletion from 03nov2023 at 19:00:53 to 04nov2023 at 14:06:43 due to the rsoc voltage on the black power lead dropping to approximately 0 v. This is consistent with the observed damage to the rsoc wire in the controller¿s black power lead. The alarms did not affect the controller¿s ability to operate the pump at the set speed. The reported event of atypical power cable disconnect alarms was determined to be caused by a break in the rsoc wire in the controller¿s black power cable. The reported event of the system controller not being able to communicate with the system monitor was determined to be caused by a break in the data transmission and data receive wires in the controller¿s power cables. It should be noted that at the time of the reported event the system controller had been in use for approximately 3.5 years, and although not conclusively determined, repetitive flexing of the power cable during use over time may have contributed to the observed underlying wire damage. The device history records were reviewed and the records revealed that the heartmate ii system controller was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on 10nov2017. Heartmate ii instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the low voltage advisory and low voltage hazard alarms, and the actions to take if the issue does not resolve. Heartmate ii instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate ii patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including their system controller power cables. Additionally, heartmate ii patient handbook section 10 entitled ¿safety checklists¿, instructs users to regularly inspect their accessories ¿ including their controller power cables ¿ for damage, and to replace any equipment that appears damaged or worn. Heartmate ii patient handbook section 4 ¿ ¿living with the heartmate ii¿ explains that the system controller must be kept dry at all times and to never swim or take baths. Users are instructed not to shower without a doctor¿s approval, and to never shower with the shower bag. This section also states ¿although the external components of the heartmate ii left ventricular assist system are moisture-resistant, they are not waterproof. Take care to protect system components from water or moisture, whether indoors showering or outdoors in a heavy rain. If the components have contact with water or moisture, you may receive an electrical shock or the pump may stop¿. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Incidental findings: fluid ingress was observed on the underlying wires of the system controller power cables. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d1 brand name: corrected; section d4 catalog number: corrected; section d4 primary UDI number: corrected; no further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a "connect power" alarm on the black power lead. The patient had multiple patient cable disconnect alarms and then low power advisories on batteries and on the power module. The patient attempted switching battery clips and used new batteries as well as connecting to power module, but the alarms persisted. When connected to a system monitor in the emergency room, the white power lead was not transmitting data and the clinicians were unable to download log files. No visible damage was noted to the system controller apart from some bends in both power leads. The patient's controller was exchanged on 04nov2023, however the alarms persisted. The log file review noted multiple atypical power cable disconnects following the controller exchange and was admitted for observation.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.